Event description:
Boston scientific received information that this right atrial (ra) lead was discovered to be fractured during the associated left ventricular lead revision which was also to address lead fracture. Previously, the patient had mentioned an impedance issue with one of his leads, but did not know which one. The impedance issue may have been for the lv lead or this ra lead or both. The patient had also fallen, and this lead may have become damaged at that time. There were no reported adverse patient effects beyond the unplanned surgical revision.

Manufacturer narrative:
The ra lead was surgically abandoned at the time of removal from service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
To date, information suggests that this ra lead has been removed from service. If new information would become available, this report will be further evaluated and updated.